Event description:
It was reported that the patient underwent a catheter revision due to a leak at the pump/catheter connection. It was reported that the patient had a pseudomeningocele and was experiencing spinal headaches. The patient was hospitalized. A contrast fluoro study and indium dye study were performed and were both negative for a leak. Surgery to correct the connector took place on (B)(6) 2008. The medication used in the pump was dilaudid. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter.